Manufacturer narrative:
Review of event logs and on-site investigation concluded that the unit functioned as expected.

Event description:
Vavd reading decreased beyond set point, triggering an alarm. Vavd was reset and the alarm was resolved. There was no patient harm.